Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The single-port monopolar curved scissors instrument was found to have an instrument tube adapter broken. The broken piece was not returned, measuring roughly 0.128" x 0.150" in size. The instrument passed electrical continuity test.

Event description:
It was reported that during central processing, a piece of plastic at the tip was noticed missing on a single-port monopolar curved scissors instrument. It was unknown if a fragment fell inside the patient. The procedure was completed.